Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Event description:
It was reported that during the preventative maintenance test on the external pulse generator (epg) it was observed that the sensitivity is out of specification and failed testing at 5 mili amps and 20 milli amps. The epg was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.